Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 220 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer didn't reported an e70 alarm. The customer was able to rewind successfully. The customer found out through the alarm history that she got back to back motor errors at 10:59 pm and 11:00 pm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test faulty force sensor resistor however; the motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window also, received with partially broken reservoir tube lip and belt clip slot.